Manufacturer narrative:
The user experienced diabetic ketoacidosis requiring hospitalization and ICU admission after prolonged hyperglycemia while using the ilet. The user reported persistent hyperglycemia despite correction dosing and subsequently disconnected the ilet to administer manual insulin. The user believed the event may have been related to an infusion site issue but did not inspect the infusion set, and the infusion set was unavailable for evaluation. Engineering review of device data found no malfunction alerts or factory resets. Device logs demonstrated that the ilet appropriately responded to available cgm glucose values by delivering correction insulin throughout the period of hyperglycemia. Alerts and insulin delivery were consistent with intended device operation, and no evidence of motor failure, occlusion, or interruption of requested insulin delivery was identified. However, because the infusion site was not evaluated and the precise cause of inadequate glucose control could not be determined, a device contribution cannot be definitively excluded. Accordingly, this event is being submitted as an MDR due to the occurrence of a serious injury. If additional information becomes available, including further clinical information or device evaluation findings, a supplemental MDR will be submitted.

Event description:
On 16-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose of 680 mg/dl, resulting in diabetic ketoacidosis requiring hospitalization and ICU admission. The user was treated with IV insulin and recovered following discharge on (B)(6) 2026.